Manufacturer narrative:
Final analysis found a partial lead measuring 32.7 cm with the distal tip returned for analysis. All damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was removed and replaced on (B)(6) 2018 along with the left ventricular lead which was previously capped on an unknown date for either high capture thresholds or an unspecified malfunction. It was reported that the patient suffered no further adverse events before or after the procedure.